Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.

Event description:
A 0.8 inr with protime system vs. 1.7 inr with unspecified lab system. Patient therapeutic inr range 2.0 - 3.0. No report of adverse event, serious injury, or intervention.